Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was treated and passed away on (B)(6) 2018. It was reported that the patient was stationary due to an ileus and after an operation, the patient was transferred to the ICU. The patient was reported as delirious and was transported to the psychiatric ward. According to the physician, the patient was not able to interact with the lifevest appropriately. After being treated on 03/15/2018, the patient was reportedly transported back to the ICU where he passed away the next day on (B)(6) 2018. Per review of the event, the patient received a total of fifteen treatment shocks. The device entered a detection sequence at 14:45:41 to 14:49:55 and again at 15:00:25 on (B)(6) 2018. The ECG recordings show that the patient's rhythm at the time of the detection was sinus rhythm with atrial bigeminy at 210 bpm and sinus rhythm at 95 bpm with tall t-waves respectively. At 15:01:09, gel was released and the first treatment shock was delivered at 15:01:23 while the patient was in sinus tachycardia at 105 bpm with tall t-waves. The post shock rhythm was sinus tachycardia at 110 bpm with tall t-waves and motion artifact. The device continued detecting arrhythmias and delivered fourteen more shocks while the patient was in sinus tachycardia ranging from 90 bpm to 110 bpm with tall t-waves in every detection. The fifteenth and last shock was delivered at 17:01:10 while the patient was in sinus tachycardia at 105 bpm with tall t-waves with the post shock rhythm being sinus tachycardia at 105 bpm with tall t-waves. The last known rhythm detected at 17:03:14 was sinus tachycardia at 100 bpm with tall t-waves. The response buttons were pressed after the last treatment was delivered. The response buttons functioned appropriately. The electrode belt was disconnected at 17:29:41 and the device was shutdown at 17:29:59. Multiple counting of tall t-waves contributed to the false detection. The multiple counting satisfied the rate detector of the detection algorithm. While monitoring the patient, no vt or vf was detected. The last known rhythm before the electrode belt was disconnected and the device was shutdown was a life-sustaining rhythm.